Manufacturer narrative:
The patient passed away on an unspecified date reported as the weekend of (B)(6) 2021. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and sepsis. The cause of the events was not reported. It was reported the patient was hospitalized. Treatment for the peritonitis event was not reported. It was reported the patient received blood transfusions due to sepsis. It was reported the patient refused treatment and subsequently passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.